Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was oversensing noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.